Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100485361 . Model/catalog description: balloon . Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100585901 . Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. As no device issues were noted, the physician suspected urethral atrophy as the cause of the returned incontinence. As a result, the device was explanted and replaced. No further patient complications were reported.